Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 support and while on support, hematoma was noted. Hematoma was washed out and anticoagulation was on hold. Patient restarted on fixed dose heparin and hematoma improved. Weaning was successful and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report.